Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a loose/slanted drive support disk. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. However, the device did pass the self test and displacement tests. All operating currents are within specifications and the off no power alarm functioned properly. Programmed boluses and basal profiles delivered and recorded properly. No daily total, basal or bolus anomaly observed during testing. Damages to the case, display window and a missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was over 600 mg/dl. Customer stated that the insulin pump was not working correctly, it was not giving the full amount of insulin and the drive support cap was sticking out. Nothing further was reported.